Event description:
Meter was dead. Pt replaced the batteries but the meter still would not turn on. A review of the system was conducted over the phone. The customer was instructed to remove the batteries and replace them in the correct orientation. The meter then turned on but the meter was missing segments from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.